Manufacturer narrative:
A product deficiency was not reported or found. Technical service provided the safety data sheet and advised the consumer to contact their health provider if any irritation occurred. A supplemental report will be provided if any additional information is obtained. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation. D4 (lot number, expiration date), e3, h3 (device returned to manufacturer, evaluation summary attached) h3 other text : device discarded, single use.

Event description:
The consumer reported extraction reagent coming into contact with the nostrils using binaxnow covid-19 self-test performed on (B)(6) 2023. The user wetted the swab with the reagent and swabbed her nose. However, she washed her nose with lots of water because she remembered the instruction said so. The consumer confirmed she did not experience additional symptoms from the swab with the reagent. After 2 (two) or 3 (three) days, the consumer did not feel well so she called the nurse and did not provide the resolution given by the nurse. No additional patient information, including treatment and outcome, was provided.

Event description:
The consumer reported extraction reagent coming into contact with the nostrils using binaxnow covid-19 self-test performed on (B)(6) 2023. The user wetted the swab with the reagent and swabbed her nose. However, she washed her nose with lots of water because she remembered the instruction said so. The consumer confirmed she did not experience additional symptoms from the swab with the reagent. After 2 (two) or 3 (three) days, the consumer did not feel well so she called the nurse and did not provide the resolution given by the nurse. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.